Event description:
It was reported that during a routine follow up visit, the physician placed the programmer head over the device, and the device went to emergency mode. The physician attempted to reprogram the device back to normal mode, but was unable to at that time. The device was later restored to normal mode at a subsequent follow up visit and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.